Event description:
On april 19, 2010, a doctor reported that a patient lost a sybronpro tl implant, due to unknown reasons. This is the second of two reports.

Manufacturer narrative:
The patient has diabetes, a contraindicated condition.